Event description:
It was reported that the zimmer skin graft mesher gears were damaged and was producing an incomplete mesh. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 08/23/2010 and was last repaired on (B)(6) 2013 for damaged gears. Previous repair included replacement of the roller gear, comb and bushings. The 1.5:1 ratio cutter serial number (B)(4) was in previously for repair on (B)(4) 2012 and was returned to the customer as non-repairable. The 2:1 ratio cutter serial number (B)(4) was in previously for repair on (B)(4) 2013 and was returned to the customer as non-repairable. Customer is a cadaver tissue bank which experiences heavy usage of devices. Eval of the device observed an excessively worn gear on the roller. The comb was bent and the right end of the roller was gnarled and there was damage to the left side plate. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb and gear. Improper handling and failure to replace the damaged cutter most likely caused the damage to the roller and cutter gears which most likely caused the customer's event of damaged gears. Additionally, improper handling likely caused the damage to the comb, which most likely contributed to the customer's reported event of damaged gears and caused the unit to produce an incomplete mesh. The device was serviced and returned to the customer.